Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was reviewed and there was evidence of 1871 and 1870 error codes. A functional check was performed and the pump was visually inspected. The reported error code 1871 was confirmed. The pump was found to be displaying "1871" error code message during the investigation. The motor was locked out and would not rotate when the functional check was performed. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1871 during testing. There was no patient involvement.